Event description:
Mycobacterium chelonae-abscessus infection of peritoneal dialysis catheter exit site. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: esrd.